Manufacturer narrative:
Additional device information: concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) deleted patient information for one bed-tile. No harm or injury was reported.